Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 1627487-2019-10709, 1627487-2019-10710, 1627487-2019-10711. It was reported that the patient underwent surgical intervention wherein the drg ipg was explanted and replaced to troubleshoot the high impedances. The replacement was unsuccessful in addressing the high impedances and further surgical intervention may occur to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.